Manufacturer narrative:
The device in question was returned to the manufacturer on march 5,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device broke prior to use, proximal end of sheath snapped inside handle. No patient involvement. Broken during set up for procedure, 2-minute delay to procedure. New set was used, and procedures continued. Since no patient involvement and no injury to patient. Cross reference MDR: 9610617-2025-00373.

Manufacturer narrative:
Device evaluation: the customer's description could be confirmed: the proximal end of the spacer is broken off. This damage is likely due to the age of the shaft and the presumed number of reprocessing cycles, which may have altered the material properties. Additionally, the breakage may have been caused by lateral mechanical force acting on the spacer, indicating user error. The investigation did not reveal any root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the manufacturing records the event is filed under internal karl storz complaint ID: (B)(4).